Event description:
It was reported that post sudden cardiac arrest patient in normothermia protocol. Arctic sun started directly with minimum water temperature 22 degree celsius then 25 degree celsius , temperature taken from reliable bladder. Patient's temperature set at 36.5 degree celsius but despite this, patient lowered to 34.8-35 degree celsius by artic sun despite good setting.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post sudden cardiac arrest patient in normothermia protocol. Arctic sun started directly with minimum water temperature 22 degree celsius then 25 degree celsius , temperature taken from reliable bladder. Patient's temperature set at 36.5 degree celsius but despite this, patient lowered to 34.8-35degree celsius by artic sun despite good setting. Main connection was cracked and sensor calibration was needed.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not isolated as the reported issue was unconfirmed. The device was evaluated upon receipt. The problems couldn't get reproduced from hospitec, so the device was calibrated without any issue. No repairs needed. Faulty power inlet. Replaced power inlet. The device was sent back to customer. Bmd investigation indicates that the reported issue was unconfirmed and not a manufacturing or supplier related failure therefore the DHR review not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.